Event description:
It was reported that images produced from the s8-3t tee probe were non diagnostic which could lead to compromised pt care.

Manufacturer narrative:
This issue was reported under 21crf806, z-2062-2011. There have been no reports of adverse events resulting from this issue.